Event description:
Customer reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.